Event description:
Caller alleged imprecision with inratio meter. Results as follows: 0.9, 2.5.

Manufacturer narrative:
Inratio precision data provided by end-user. Date: 2008. First inr = 0.9, second inr = 2.5. Inratio meter: mean: 1.70, sd: 1.13, %cv: 66.55. Since 66.55% cv is more than 20%, the precision test failed the criteria for precision. Strip code u93ll on product summary has two possible strip lots: 070686a and 070696a. Both strip lots have expired on 2009-01. No further action and trending are required. Customer had the discrepancy almost a year ago and hasn't used the meter since. Results were provided through data history. Customer results analyzed and precision criteria not met. Time elapse between results not provided. If the time elapsed exceeds 3 hours there is a high possibility that the discrepancies are due to changes in the status of the pt. Unable to perform in-house precision strip test. Product not expected to return. Strip code provided pertains to two different strip lots. No further action required. The customer did not provide a strip lot number. The complaint trending cannot be determined.